Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either resumed insulin delivery or changed the cartridge to resolve the occlusions. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.